Manufacturer narrative:
The defective product is currently in transit to the manufacturing site for investigation. Initial investigation is based on the information given in the complaint and experience and knowledge of the product. Only limited information is available at this time and therefore a root cause has not been established. A possible root cause might be that the user tilted the device over 45 degrees during operation. The following safety information is given in the instructions for use of the device: the pump shall not be shaked while pumping or during use. The pump should not be tilted for the angles more than 45 degree while pumping or during use. If the pump handle becomes difficult to operate, a blockage may have occurred. Do not continue suctioning until the source of the blockage has been determined (remove the blockage from either the catheter, the adapter or the cap). The IFU also states that "following each cleaning and reassembly the pump should be tested for correct function" this is to ensure that malfunctions like this one is detected prior to use of the device. This MDR is resubmitted again as it was identified that original submission had not been successfully loaded into the FDA database due to wrong file format. The initial MDR of this incident was submitted to the FDA within the original reporting deadline. This submission represents a reload of data to ensure correct upload to the FDA database.

Event description:
The customer was called for an emergency on a patient who had gotten food stuck in their airways. The patient was lifeless with fully blocked airways when the ambulance arrived. The customer wanted to use the rescue pump, but the handle did not revert normally. This meant that no suction was possible. The customer used an alternative electrical suction device and was able to save the patient.